Event description:
Dealer is stating that they are getting a motor brake fault.

Event description:
Dealer is stating that they are getting a motor brake fault.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Manufacturer narrative:
Dealer is stating that they are getting a motor brake fault, evaluation completed = brake lever stop pin fell out.